Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery and the motor position encoder error was confirmed in the history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device passed the rewind, basic occlusion, prime and displacement tests and the operating currents were within specifications. The unexpected restart error, occlusion and excessive no delivery tests could not be performed due to the motor error alarms. The device also had a cracked case at the lcd window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's spouse reported via phone call that the insulin pump had recurring motor error alarms during cannula fill. The blood glucose at the time of the incident was 122 mg/dl. It was stated that the device might have been exposed to a magnetic field since he was in the room during a sonogram. The alarm history showed a motor position encoder error alarm. Troubleshooting was performed. The device was returned for analysis.